Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cells, likely attributed to defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed occurrence of multiple ua07 error message around the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that both the load cells were defective (over-reporting). Load cells needs to be replaced to address the ua07 error. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) when user tried to size the lifeband to patient. The crew was unable to clear the advisory and immediately performed manual CPR. Rosc was achieved. No consequences or impact to patient.